Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (fse) inspected system remotely and confirmed that the system was not booting up. The review of system logfiles showed startup failure. Upon troubleshooting, the philips field service engineer (fse) stated that the system was not booting up due to a button in the drive system operation module was kept pressed when the system was started. The suppliers part analysis has conclusively determined the cause of the geo module was due to enmv reading 12v at startup. To resolve the issue, the fse replaced the geo module, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.